Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA on 1/13/2017.

Event description:
The patient underwent an uneventful cataract surgery with istent implantation in the right eye. The patient presented 3 months postoperatively and the istent was observed to be partially incarcerated by iris with surrounding peripheral anterior synechiae. At this time, no intervention was required. On (B)(6) 2015 the adverse event status was reported as "worsened" as the stent was not visible. On (B)(6) 2016 the patient was lost to follow up by the surgeon.